Event description:
It was reported that the foley catheter had an event regarding sterile water leakage. Per notification from investigator on 10feb2026, it was reported that material number on label (1715j14) was different from material number on catheter (2758j14) and also noted a tear under the inflation cap during sample evaluation on 14jan2026.

Manufacturer narrative:
Complete initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.